Event description:
Spring inside impaction platform popped out during impaction. Case type: tha.

Manufacturer narrative:
It was reported that spring inside impaction platform popped out during impaction. Product evaluation and results: visual inspection: the 206270 shell impaction platform (lot dm010814) shows wear and tear (deformation and gouges with raised material on the top of the device). The three alignment flats on the inside diameter had light deformation. The body of the shell impaction platform was cracked on the narrow side by the slot for the pin. The button, pin and spring were missing. Functional inspection: the body of the 206270 shell impaction platform (lot dm010814) easily slid onto a known good 209830 rio shell impact-offset-trident pst and 209820 rio straight shell impactor, trident pst, but could not lock into place because the button, pin and spring were missing. The failure mode ¿spring inside impaction platform popped out during impaction¿ was confirmed. Dimensional inspection: not completed as failure was confirmed through visual inspection. Material analysis: not performed as no material failure is alleged. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 11/05/2014 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n p/n 206270, lot dm010814 shows 1 additional complaints related to the failure in this investigation. The complaint is (B)(4). Conclusions: the failure is confirmed via visual inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Spring inside impaction platform popped out during impaction. Case type: tha.